Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device overheated. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there was foreign fibrous material left behind by a cleaning instrument which caused the locking mechanism to malfunction and overheat. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.